Event description:
Ventilator was in clinical use when alarm sounded, indicating that the ventilator did not shift from inspiration to exhalation. Ventilator was immediately replaced with another unit. There was no harm to the pt.